Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the trailing haptic in a preloaded delivery system was cut off by the injector during insertion. The remaining lens was cut and removed from the eye, and a replacement lens was implanted. An enlarged incision was required to complete the procedure.